Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
It was reported that the ventilator's touchscreen was not responding in some spots. There was no patient involvement. The customer troubleshot with technical support and was advised to performed a touchscreen calibration. The customer performed a touchscreen calibration and the issue was resolved. The touchscreen was working after the calibration was performed.